Event description:
Customer reported receiving a motor error alarm during basal. Customer stated that they use the sensor feature on the insulin pump and that they are unable to rewind the insulin pump. Customer also mentioned that she over loads the insulin pump to a point where only one o-ring is inside the reservoir to ensure that she has enough insulin to prime. Customer's blood glucose reading at the time of the call was 82 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.